Manufacturer narrative:
Philips service advised the customer to use a wired footpedal while a replacement wireless pedal is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch contact sheared off during use on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.